Event description:
It was reported the insulin pump alarmed external ram crc error and kept shutting off. Customer's blood glucose was not captured. No further information reported.

Manufacturer narrative:
(B)(6).the insulin pump had no button response due to corroded keypad traces. Unable to verify external ram crc error alarm due to no button response. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.